Manufacturer narrative:
Concomitant medical products: dtma1qq crtd implanted (B)(6) 2018; 429888 lead implanted (B)(6) 2018; 800sr36 heart ring implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing noted on electrograms (egm)s. The ra lead remains in use. No patient complications have been reported as a result of this event.